Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. UDI information (d4) and 510k (g3) are not provided within this report as this product (model 09-1462-0056) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, signal issues resulted in the procedure being cancelled. When the catheters were placed in the patient, it was reported that the intracardiac signals were not visible on the workmate claris amplifier and kept displaying blue lines. Only ECG signals were shown as ecm would not display. Issue was not resolved, therefore the case was canceled with no adverse consequences to the patient. The procedure will be rescheduled for the patient.